Event description:
Related manufacturing ref: 3008452825-2022-00083, 3008452825-2022-00085. During an atrial fibrillation ablation procedure an error message was noted stating: ¿contact force catheter is intended for single use only¿ and the case was delayed. The ports were changed (se1 to se2) on the amplifier, the amplifier and tactisys were restarted which did not resolve the issue. The tactisys was exchanged, the pc was restarted, connected and disconnected the catheter, none of which resolved the issue. Another catheter was used which had the same issue. Troubleshooting was performed again as listed above, but the issue remained. A third catheter was obtained, but not inserted into the patient which had the same error. A was then used tacticath quartz and the system was restarted in navx mode to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Fsca number: (B)(4). One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.